Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 5 or 6 months ago, they went to their healthcare provider (hcp) office and when they went home, their stimulator was turned off. They are not sure if they had turned the implant off at the office or if it randomly turned off. No patient symptoms were reported.